Event description:
The customer used the suspect device to check their blood glucose and received high results for a week. They went to a doctor appointment and the doctor's meter read 240 mg/dl. Their device had read between 400 and 500 mg/dl with a few hi results. The doctor was concerned and sent pt to the hospital. They were observed for eight hours and their glucose was 214 mg/dl on their meter. They were given a saline IV. They did not use controls. The device was replaced and requested to be returned for evaluation.